Event description:
It was reported that a neurologist was having problems with his handheld computer as it would often turn off. Information received from the nurse indicated that frequent change in batteries was performed as the handheld would turn off even after charging the handheld. No troubleshooting was performed on the reported handheld. At the moment a new programming system was sent to the neurologist and good faith attempts to obtain product return have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.